Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. Complaint of no audible alarm found during pm testing was confirmed. This was isolated to pcb board being defective. Physical condition of device reveals stained red in multiple places on the device, both covers were cracked, line cord and pole clamp were worn. Action was taken to replace the pcb board. Summary of updated maintenance repairs included: power switch and retainer per CAPA (B)(4). Replaced enclosure, both covers, pump, line cord and pole clamp. Pm and calibration completed for the device.

Event description:
Information received a smiths medcial fluid warming/level 1 hotline low flow systems - hl-90 has no audible alarm. This occurred during testing and no patient involvement.